Event description:
This was an employee incident report that stated: opened a box of IV bags that had been delivered to the unit by pharmacy. The inside of the box was wet with a shiny material. Employee got the unknown substance on her fingertips. Washer her hands well. I contacted pharmacy and they got the box of IV bags. They said they do not know what the substance could be.======================manufacturer response for medication, (brand not provided) (per site reporter).======================they sent me these questions below:1. Do you suspect any tampering? The pharmacy staff do not know.2. Was the product opened or sealed? If open, how long? Sealed.3. Was the particulate noted first in the original hospira container or was it noted after drawing out the solution into a different container? It was found when opening the box of IV bags.4. Are there punctures? How often? You will have to look at all the bags to determine that.5. Was particulate floating or stuck in the bag? Unknown.6. How many particles? Describe appearance, size, shape, color.7. Was any drug added to the bag? List the drugs added.drug concentration.volume of drug added.order in which the drugs were added.method of mixing.8. Was it difficult to access?9. Was a device used to access the bag?10. How was the bag stored? Describe the storage conditions. Stay tuned on this question.11. Was there any inadequate shaking of the bag after addition of diluent?12. Is there a patient involved? Drug prepared for a patient? There was no patient incident report filed. There was an employee incident report filed.